Event description:
It was reported that during the perfusion, the device had two shutdowns. The device pump and flows had stopped, emptying the reservoir each time. The machine screen stayed on and all values went to zero for 30 to 45 seconds. The device recovered naturally and blood recirculated back into the reservoir. There was an estimated 10 to 15 minutes in recovery time for the device. Subsequently, the liver was discarded due to high lactate.

Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). Data analysis identified a 180 (interface board timeout) message code as the initiating event, resulting in sustained low flow. There was no loss of power. Low flow was observed in between this time which lasted approximately 34 minutes. Flow parameters remained stable for the remainder of the perfusion. The ifb firmware was updated. Subsequently, the device passed all testing.